Event description:
It was reported that the patient underwent a revision procedure due to the device not working and the pump stayed flat and did not restore to the original state when pressed with an inflatable penile prosthesis (ipp). The ipp pump was explanted and a new ipp pump was implanted. The patient is getting better following the procedure.

Manufacturer narrative:
Device analysis: the returned device was analyzed and the reported allegations of [event] was not confirmed. Based on a review of all available information, the cause of the reported event could not be determined. An investigation conclusion code of no problem detected was chosen, as product investigation did not identify malfunction related to the events. The product analysis results and event report provided no objective evidence that would warrant further escalation.

Event description:
It was reported that the patient underwent a revision procedure due to the device not working and the pump stayed flat and did not restore to the original state when pressed with an inflatable penile prosthesis (ipp). The ipp pump was explanted and a new ipp pump was implanted. The patient is getting better following the procedure.